Event description:
See h.11.

Manufacturer narrative:
Three radiographic images were provided for review. They show a fred stent unopened at the proximal end, which is consistent with the alleged product issue; however, they are not labeled as to which of the two reported stents is shown. The investigation found the stent returned fully deployed and intact. The stent was loaded onto the returned pusher with the returned introducer and fully opened upon deployment from an in-house microcatheter during functional testing. The investigation of the returned device did not find any damage or other anomaly that would have contributed to the reported event. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported event. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the patient had a small lateral wall aneurysm in the ophthalmic segment that was to be treated with an lvis stent. However, the stent could not fully open when passing through the curve, and it still failed to open after multiple adjustments. After retrieving and advancing the stent for inspection, the stent was found to be deformed. It was replaced with another lvis stent, which also failed to open. The physician stated that his operation "was no abnormalities," believing that the excessive tortuosity of the siphon curve, combined with coil occupation at the curve, prevented the stent from opening at the curved segment. The procedure was terminated and scheduled for close mesh treatment. A close mesh procedure was later completed.

Manufacturer narrative:
The device was stated to be available for evaluation but it has not yet been returned to the manufacturer. Medical imaging was provided for analysis; the investigation is currently ongoing.